Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: d224drg implantable cardioverter defibrillator (B)(6) 2010; 4592-45 implantable pacing lead (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient received multiple inappropriate therapies due to t-wave oversensing on the right ventricular (rv) lead. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.